Manufacturer narrative:
The customer provided the device logs to technical support for review. During the log file review, there were no tf278 alarms observed. It was also observed that the most recent two-point (2p) calibration had been performed in december. Technical support advised the customer to perform another 2p calibration. The customer was able to confirm that the issue had been resolved. They allowed the ventilator to run for twelve hours without recurrence of the issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that during use, the device displayed alarm 278 "internal o2 sensor concentration high". Complainant did not indicate adverse effect to the patient.